Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 16 previously confirmed "integ-broke/disengage" complaints within the past two years. (B)(4).nt821731c units sold within past two years. Failure rate = (B)(4). No lot number provided. Product was sent to san diego for further evaluation 26nov2024. Note - the transducer being mailed back with the drain was a new transducer, not the one that fell off. Root cause/failure investigation: the customer returned one eds device for evaluation. The failure mode could not be replicated. No issue was found with the system stopcock. No cracks were found, and drainage tests were performed to determine if there are any leaks. Provided transducer was inserted to system stopcock to see if there is any connection issues with the stopcock, but no leaks or issues were created. This indicates that the user did not thoroughly connect the transducer to the stopcock luer. Additionally, lever of system stopcock has been slightly damaged which indicates that user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Failure mode: could not be replicated.

Event description:
Nt821731c - transducer dislodged. The nurse was notified as ~10ml csf and the transducer was on the floor with csf draining out of the stopcock. When a new transducer on the stopcock luer lock, was placed it was noted that it was difficult to secure. Neurosurgery was notified immediately and came to the bedside to remove the evd (since it was clamped). No injuries.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). The lot number of the affected part was not confirmed. (B)(4) risk analysis spreadsheet - eds 3 external drainage system hazard 3.11 - csf leakage from any joint in the eds assembly, or a leak between the eds system and the catheter connection. Effect (harm): over drainage of csf and infection. Residual risk: medium. The hazards identified have been reduced as far as possible, and the luer lock connectors fitment are designed in compatible with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. No related capas. Further investigation to be carried out.

Event description:
(B)(4)- transducer dislodged. The nurse was notified as ~10ml csf and the transducer was on the floor with csf draining out of the stopcock. When a new transducer on the stopcock luer lock, was placed it was noted that it was difficult to secure. Neurosurgery was notified immediately and came to the bedside to remove the evd (since it was clamped). No injuries.